Event description:
It was reported that after implantation of a CT lucia 602 it was noted the iol had opacitification. As of now the iol remains implanted. No additional information provided.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that after implantation of a CT lucia 602 it was noted the iol had opacification. The iol remains implanted. No additional information has been provided. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lenses that would have contributed to the nature of this complaint. Additionally, lenses are 100 % inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operation procedures and inspections and met all of the criteria for release. Opacification is linked to interactions with irrigating solutions, viscoelastic or aqueous humor in the eye, not iol related, and an event caused by the patient conditions which is known in literature. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears...